Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Manufacturer narrative:
Initial analysis at boston scientific crm's post-market quality assurance laboratory indicated this device did not meet longevity expectations per device programming. Additional analysis is on hold at this time due to a legal claim associated with the device. This event will be updated when analysis is completed or if additional information is received. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received a device memory disk for analysis in response to a recent safety communication that was issued on (B)(6) 2006 for this device model. Subsequently, it was reported that there was a high shock lead impedance (sli) measurement that the physician is aware of. There were no reported adverse patient effects. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and was applying for participation in an upcoming multi-district litigation (mdl) settlement. There were no specific allegations against the functionality of the device. The device subsequently was returned from a competitor with no additional information.